Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material was unable to be further specified. Moreover, no deformation/breakage of the auxiliary water channel, a/w (air/water) channel, and a/w cylinder was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope light guide was darkened during the procedure. During a standard service inspection of the customer returned device, the air/water tube had foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the air/water tube had foreign material was noted. In addition, the distal end insulation failed inspection. The probable cause of the malfunction was due to insufficient cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.